Event description:
Customer reported an MDR to FDA: "while transferring the patient from the bed that patient arrived in from outpatient setting to bariatric hospital bed using a hoyer that is approved for 1000lbs and a transfer sheet also approved for 1000lbs, the transfer sheet ripped when lifting the patient over the bed. The patient was immediately lowered onto his outpatient bed and the maneuverer was aborted. The patient stated he was okay and not injured. The lift was about 4-5 inches above the bed when it ripped."

Manufacturer narrative:
Incident was not communicated to us directly but via an MDR (B)(4) the user submitted to FDA. This is a single-use device that is marked with "disposable" and "do not wash" on the product label. The IFU also states that the sling is disposable and cannot be laundered. In the user reported MDR, the user responded "yes" to the question "is this a single-use device that was reprocessed and reused on a patient". This device is not intended to be washed and reused and doing so can cause degredation of the material which could potentially lead to the issue the user experienced.